Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash under the electrodes and on his side which became open and was bleeding. The patient had been in a skilled nursing facility and spent a lot of time in a wheel chair and laying on his back. The patient's physician prescribed a medicated cream and the irritation healed.